Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during an operation. The user took the applier out of the patient's body and tested it to load several times then the clip got stuck in the applier and did not come out. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.